Event description:
It was reported that during testing the system 6 reciprocating saw continued to run without user activation during a routine maintenance visit at the account. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is not available for evaluation at this time, therefore an investigation cannot be performed. If additional information becomes available and the device is returned a follow-up report will be submitted.